Manufacturer narrative:
This supplemental report is being submitted to report additional information. The DHR review performed for the complaint device lot number u1901127 has not indicated any issues with the manufacturing process that might explain the failures observed. Previous investigations showed similar failures and have been previously investigated and established as internal activation within the proximal end of the electrode due to saline ingress. The returned device successfully passed all testing when the proximal connection was dry. The failure mode has been reviewed and the nature of the failure mode has been considered 'loss of electrosurgical power during procedure; resulting in a short between active and return poles within the electrode from fluid ingress loss and a hazard of loss in electrosurgical power. The resulting risk is categorized as insignificant with a severity level of negligible - inconvenience or temporary discomfort. A review of our complaint records over the last 12 months to assess the frequency of this defect shows the frequency of occurrence to be an isolated case and as anticipated in the risk analysis. Based on the investigation, it was determined that the likely cause of the defect to be insertion of the electrode into the connector cable whilst not completely dry therefore no corrective actions could be identified.

Manufacturer narrative:
This supplemental report is being submitted to report the device evaluation results. Please the updates in sections: d10, g4, g7, h2, h3, h6 and h10. The customer returned a 784515 supersect pk front loading electrode for an evaluation for ¿the physician reported hearing a "pop" noise followed by a burning smell. A visual inspection of the 784515 electrode was performed; the 784515 electrode was received with the hf cable without the original packing. The device was inspected under a microscope; the proximal end of the 784515 electrode is burned and charred. In addition, the hf cable connector is burned and charred as well. Scratches noted in close proximity to the charred marks proximal end on the electrode. A continuity test was performed; the electrode and hf cable passed the continuity test, respectively. Foreign material noted at the distal end, consistent that the device was in use. The device will be sent to the OEM for further evaluation. Based on the evaluation, the electrode is slightly bent out of shape, consistent with mishandling. Possible cause to the reported complaint is that moisture may have come in contact within the working element. The customer did not send in the working element used along with the device for evaluation.

Manufacturer narrative:
The device was not returned to the service center for evaluation. A review of the DHR found no anomalies during the manufacturing of the subject device and lot number. Based on similar reports, the reported event can be attributed to saline entering into the connection block where the electrode, active cord, and working element meet during use which resulted in an internal electrical short at the proximal end. The instruction manual warns users ¿introduce a new plasmakinetic supersect/loop device and the instrument cable into the sterile field. Insert the t-shaped connector on the instrument cable into the slot on the base of the white instrument mounting block. Ensure that the connector is fully seated within the block.¿

Event description:
The service center was informed that during a therapeutic transurethral resection of the prostate (turp) procedure, the electrode made a "pop" sound and there was an electric type smell but no visible smoke. The physician saw something but not sure if it was a spark as it happened very quick. This occurred at the connection block where the electrode, cord, and working element meet. The default settings were used on the generator. The intended procedure was completed with monopolar equipment. The procedure was prolonged by a few minutes to replace equipment. The patient did not require a longer stay or additional procedures. There was no patient injury reported. Additionally, the user facility reported that the electrode was inspected prior to use and no anomalies were noted during setup.